Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that after the ciaglia blue rhino percutaneous tracheostomy introducer set with versa tube was placed, it would not properly ventilate due to a cuff leak. Another cannula was placed to complete the procedure, and there were no injuries or additional procedures.